Manufacturer narrative:
A photo was provided of a computer monitor, showing what appears to be the lens implanted in the eye. Three areas of interest on the lens are shown circled in green. Each of these areas has a dark line that could be a scratch/mark. We are unable to discern from the photo if these marks are on the anterior or posterior of the lens. No root cause can be determined from the photo. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. Based on our observation of the attached photo, there may be a scratch/mark on the lens. The account indicated the product was not available to evaluate. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/company combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, once implanted, surgeon realized that the lens was damaged and scratched. Surgeon decided to leave the lens inside the patient's eye. Additional information has been requested.